Event description:
The customer reported that while the unit was being set up for patient use, prior to initiating therapy, the unit alarmed, displayed "system failure" in the alarm messages, and pumping could not be initiated. Then, the unit displayed a black screen. The user switched to another unit and therapy was initiated. No patient injury was reported.

Manufacturer narrative:
The company representative observed that the fault log showed "45 system failure" and "65 system failure safety vent failed", but the reported problem could not be duplicated. As a precautionary measure, datascope is replacing the k6a safety vent solenoid valve.